Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The date of the event is an approximation. On (B)(6) 2025, it was reported that the patient uses insulet omnipod5 in modified closed loop. According to the call review, she experienced a severe hypoglycemic event resulting in a low glucose seizure and her cgm didn¿t say she was that low. By the time she consumed juice, it was too late. She mentioned that there was a significant discrepancy, about 50 mg/dl, between her cgm reading and her blood glucose (bg) reading at the time. The values were not provided. The technical support (ts) agent inquired whether she had taken any medication in response to the event. The patient stated that her fiancé administered baqsimi (glucagon nasal spray) after she lost consciousness and experienced the seizure. She was in stable condition during the call. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. It has been reported that there was a difference in readings of 50 points. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.